Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo and the outer insulation was ruptured. Performance data collected from the device was also received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. It was noted there were two non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016, 32 ventricular sics since last session 13.7 hours ago and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited oversensing with non-sustained ventricular tachycardia episodes and high pacing impedance. The rv lead was reprogrammed tip to coil configuration with the pace/sense conductor and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.